Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was associated with a report of a single charge time at the extended charge time limit for this model device, with subsequent charge times below the limit. This device is included in the mid-life display of replacement indicators advisory population initially communicated (B)(6) 2007. A boston scientific technical services (ts) consultant and a field representative discussed the details of the advisory. There were no reports of adverse patient effects, and the device remained implanted and in service. The device eventually was explanted for normal battery depletion, with no subsequent issues reported.

Manufacturer narrative:
Upon receipt at boston scientific¿s post market quality assurance laboratory, initial visual inspection noted that holes were present in the defibrillation positive and negative seal plugs. A review of device memory revealed that elective replacement indicator (eri) status was declared after experiencing two charge times greater than the charge time limit. End of life (eol) status was declared following a single charge time greater than 30 seconds. To determine if the device¿s rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. Analysis showed all device therapies were available.